Event description:
This was a spontaneous self report from a female patient of unspecified age from the united states: (B)(4). The patient's weight, height and medical history were not reported. The patient reported using the product before and it was fine. The patient was treated with precise pain relieving heat patch (topical) one patch (frequency of use, batch, expiry date, and indication unspecified). Concomitant medications were not reported. After product use, on unspecified the patient experienced blistered. Action taken with precise pain relieving heat patch was unspecified. At the time of this report, the patient outcome was unspecified. This report was not serious and not reportable. This case was reassessed based on additional information was received from an (B)(6) year old female patient reporting on herself on (B)(6) 2012. Patient demographics were updated. The patient's medical history and concurrent conditions included controlled high blood pressure and no reaction on previous exposure to drug ("used the product before and was fine"). The patient's weight was (B)(6) pounds and height was (B)(6) inches. The patient had no known allergies and denied any alcohol use or smoking. The patient was treated with one precise pain relieving heat patch (topical) directly on her skin "between shoulder blades late afternoon and kept it on overnight" (wrong technique in drug usage process) initiated on (B)(6) 2012 for back pain and shoulder pain. Concomitant medications included betaxolol, all other therapeutic products ("blood medicine"), all other therapeutic products ("diexcon") and plavix (clopidogrel). The consumer stated she used the product before, was fine, and never had this reaction before (product quality issue). The following morning, on (B)(6) 2012, after removing the patch, the patient noticed a blister the size of a "silver dollar" that scabbed. On an unspecified date, the patient consulted with her physician who prescribed an unspecified cream as treatment. Action taken with precise pain relieving heat patch was withdrawn. At the time of this report, the patient was recovering. This report was serious (medically significant) and reportable (serious injury).